Event description:
Symptoms/ae: failure to achieve hemostasis. Time of malfunction: during vessel closure. Device malfunction: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after uneventful clip deployment bleeding continued. Manual compression was applied for ten minutes to achieve hemostasis. There were no reported adverse patient effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.